Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the tct75 instruments cut and stapled over 2 or 3 centimeters then the firing knob would not advance. Another instrument was used to complete the case. There was no consequence to the pt. Also (1) sterile device is being sent back for analysis. The devices were discarded.